Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis did not confirm the customer comment of an error message upon boot-up. Analysis did find the upper and lower cases, both bail covers and the ring cover broken, one case screw was stripped, the battery contacts were compressed, the ring was bent and the keyboard was out of specification (the menu button was collapsing). (B)(4).

Event description:
It was reported that the external pulse generator had an error upon boot-up. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had an error upon boot-up. The generator was returned for service. No patient complications have been reported as a result of this event.